Event description:
Customer states while driving the chair the qk release pin fell out. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the quick release pin that secures the footboard assembly to the wheelchair frame allegedly fell out while consumer was driving chair. Page 41 of the owner's manual states a warning, "make sure the detent balls of the quick-release pin are fully released beyond the outer edge of the tube before operating the wheelchair. Otherwise, injury and/or damage may result." Replacement part ordered on (B)(4). No injury alleged.